Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew3112 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the kit was opened, a hair (long and light colored) was on top of the catheter portion of the kit. The lot reew3112.

Event description:
It was reported when the kit was opened, a hair (long and light colored) was on top of the catheter portion of the kit.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material within a kit is inconclusive due to the condition in which the sample was returned. One 4 fr single lumen powerpicc 3cg kit was returned for evaluation. An initial visual observation showed the kit was returned open. A long, light brown hair was found on the inner side of the drape wrap next to the kit tray. Because the kit was returned open, it was not possible to determine when and how the observed hair came into contact with the kit; therefore, this complaint was inconclusive. H3 other text : evaluation findings are in section h11.